Event description:
It was reported to covidien on (B)(4) 2013 that a customer had an issue with a chest drainage unit. The customer reports that when the first drainage column reaches the point to spill over into the second chamber, the blue drain tube that extends into the fluid congeals and cancels out the suction, which then obstructs any incoming fluid from the patient's chest tube. The customer further reports the chest tube no longer functions.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.